Manufacturer narrative:
(B)(4) file identification: (B)(4). Device evaluated by MFR: the customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Device will not be returned.

Event description:
It was reported to vyaire medical that the dc status led of the vela ventilator keeps flashing during set up prior to patient use.